Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated with pump and changed out their set. The customer states they have had issues with their sets and serter. The customer states there were blood at the site. Troubleshoot was conducted. The customer was advised to change out their set, and monitor their device. The customer was advised that replacement sets would be sent out.